Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017, due to hemodynamic instability, cardiogenic shock, right ventricular failure and multisystem organ failure, including liver shock, acute renal failure, severe lactic acidosis, and leukocytosis. During the hospital course of stay, the patient was treated with aggressive, intensive support and invasive monitoring with inotropic support, catecholamine, and high dose intravenous diuretics. The patient required intubation for mechanical ventilation, hemodialysis for renal support and veno-arterial extracorporeal membrane oxygenation (va ECMO) for added hemodynamic mechanical circulatory support. The fever, leukocytosis and reported infection were related to a failed arterial line placement. The patient developed a right upper extremity swelling and pseudoaneurysm. The patient was treated with antibiotics; however, the patient acquired clostridium deficille. There was no reported device related infection. On (B)(6) 2017, the patient was successfully decannulated from extracorporeal membrane oxygenation and inotropic support was slowly weaned off. On (B)(6) 2017, the patient ultimately was weaned off from all support devices with the exception of the lvad, and was discharged to inpatient rehabilitation. On (B)(6) 2017, the patient was seen for routine checkup and was reported to be stable and doing well with rehabilitation program. The etiology of the patient¿s decompensation was unclear; however, it was reported that the events were possibly device related.